Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. Customer reported 4th time screen going blank, has difficulty reading screen. Customer is calling back with blank display after receiving new battery cap. Customer states display is blank currently. Insert battery alarm displayed on the pump screen. The customer was not happy about troubleshooting. The insulin pump will not be returned for analysis.